Manufacturer narrative:
The customer refused to provide the actual number of samples affected and associated results. Service was dispatched. Beckman coulter field service engineer (fse) reported issue caused by a sample valve assembly. Fse replaced the valve to resolve the issue.

Event description:
The customer reported that the au5400 clinical chemistry analyzer generated erroneous low ion selective electrode (ise) patient results. The patient results were reported out of the laboratory. There has been no report of a change to patient treatment in conjunction with this event. The customer reported that the qc (quality control) prior to the event was within the laboratory established ranges.